Manufacturer narrative:
The local sales representative indicated that this lead will be revised when the patient is healthy enough. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged as confirmed through chest x-ray result. The patient is pacer dependent and still has the temporary pacing system on the left side. Boston scientific technical services (ts) discussed possible programming options until the operative procedure to address this dislodged rv lead. It was also affirmed by the field representative that the lead will be revised once the patient is healthy enough. To date, this rv lead still remains in service. No adverse patient effects were reported.